Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe luer-lok¿ tip had a printing defect. This event occurred 11 times. The following information was provided by the initial reporter, translated from (B)(6) to english: printing defect ×11.

Event description:
It was reported that the bd syringe luer-lok¿ tip had a printing defect. This event occurred 11 times. The following information was provided by the initial reporter, translated from japanese to english: printing defect ×11.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 18-may-2022 h6: investigation summary eight photos and twenty four samples received by our quality team for investigation. Upon visual inspection, printing defects of blurred scale, black dots on the surface of the barrel outside the fluid path, yellow stain in the center of the barrel at the edge of flange, damaged barrel and plunger, and stopper poorly assembled are observed, therefore the incidents are confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. During review of the process, blurred scale is associated with marking template and marking process failure; black spots and yellow stain associated with resin residue in the cannula cover mold; damaged barrel is associated with inadequate diameter in the nozzles of the marker and sensor detection; poorly assembled stopper is associated with misalignment of the dials on the transfer disc. Actions for blurred scale include maintenance scheduled every six months in the marking area; monthly maintenance cleaning of all syringe molds, placing protection guards on the product, and placement of deionizers and vacuum systems that help to retain possible particles for foreign matter; replacing nozzles to larger diameter and sensor for damaged barrel; and change of the valves and include plunger-stopper transfer carousel in the monthly maintenance plan for poorly assembled stopper.